Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack was found in the pump connecting tube. The pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned ms pump underwent a comprehensive evaluation. Microscopic inspection revealed that the ms pump tubing had been cut down to the pump block; the tubing itself was not returned for analysis. The ms pump passed the leak test but failed activation test 3 during functional testing. Based on the available information and analysis results, the allegation of a mechanical issue was most likely attributed to the ms pump's failure of activation test 3 during functional testing. Additionally, the allegation of a hole or perforation in the tubing could not be confirmed, as the tubing was not returned for analysis. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack was found in the pump connecting tube. The pump was explanted and replaced. There were no patient complications.